Event description:
It was reported that patients implantable pulse generator (ipg) was explanted for unknown reason. The patient was doing well post operatively. The explanted device will not be return as it was discarded at the facility.

Manufacturer narrative:
Block d2b: qrb. Block b3: approximated based on the date the manufacturer became aware of the event.